Event description:
An abdominal stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented emergently with back pain approximately two weeks post stent graft implant. The CT demonstrated two very large lumbar type ii endoleaks feeding the aneurysm which resulted in a contained rupture. The aneurysm has expanded from 8 cm to 10 cm within a short period of time. The physician elected to remove the stent graft system and convert the patient to a conventional graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: type ii endoleaks. Explanted stent graft was discarded. Conclusion: type ii endoleaks. Endoleak (type ii).